Event description:
A 61-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported that she removed the transducer arrays due to a skin reaction characterized by multiple sores on the scalp and swelling. At the time of the report, the patient was in the emergency room (ER) with a suspected, unspecified infection. On (B)(6) 2025, the patient reported gradual improvement of the scalp condition and confirmed that she was receiving antibiotic treatment. According to an email received from the prescribing physician on (B)(6) 2025, the patient presented to the ER on (B)(6) 2025, with cellulitis, and was discharged with a prescription for oral antibiotics. The physician noted no additional risk factors for skin irritation and attributed the event to optune gio therapy, stating that the patient had worn the device for extended lengths of time. On (B)(6) 2025, the patient resumed optune gio therapy. After approximately one-week, renewed scalp irritation occurred. Observations included one sore on the left frontal area near the surgical resection incision and two sores on the right frontal area. The lesions were described as small, red, open, and non-oozing. On (B)(6) 2025, the patient reported ongoing skin irritation and as a result, optune gio therapy was temporarily discontinued.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the cellulitis cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh201055 is may 10, 2016.